Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) had reached an end of life (eol) battery status after three months of implant. The patient reported that the ICD had begun to beep nine days earlier. R-waves, thresholds and pacing impedance measurements were all within normal limits.